Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a black hair was found in the sterile packaging. The target lesion was located in the unspecified coronary vessel. An encore 26 single was selected. Upon unpacking, a black hair was noted in the sterile packaging. The procedure was completed with another same device. There were no patient complications reported.

Manufacturer narrative:
The unit was returned without the packaging. The unit was visually inspected for any damage or defect. No issues were noted. The encore device was disassembled and the complaint components were visually inspected for any material defect and foreign matter and no issues were noted. Device was reassembled and a functional test was carried out using a test stopcock. It passed all functional testing. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a black hair was found in the sterile packaging. The target lesion was located in the unspecified coronary vessel. An encore 26 single was selected. Upon unpacking, a black hair was noted in the sterile packaging. The procedure was completed with another same device. There were no patient complications reported.